Event description:
The user reported that the tr band began deflating as soon as the inflation syringe was disconnected. The following info was provided by the user facility: the physician applied tr band and inflated with the desired amount of air; when the syringe was disengaged from the tr band, the physician noticed the band releasing all; subsequently the access site began to bleed again as the band deflated; several more attempts were made to re-inflate the tr band with the same outcome; a second tr band was then used to complete successfully hemostasis with no further issues; and there was reportedly no injury to pt.

Manufacturer narrative:
Results & conclusions: based on eval of user facility info, and based upon eval of the retained sample. The involved device has not been returned from the user facility for eval. Preliminary eval of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. All currently available info has been filed by qa at the mfg facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted if involved device is returned from the user facility for eval. (B)(4).